Event description:
A surgeon reported a capsular bag tear occurred during implantation of the intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.